Event description:
During a remote follow up, episodes of noise resulting in oversensing and inappropriate mode switching were observed on the right atrial (ra) lead. Technical support was contacted and recommended provocative testing. Provocative testing was performed and the noise was reproduced. The patient was advised to reduce arm movements in that motion. No further intervention has been performed. The patient was stable and will continue being monitored.

Manufacturer narrative:
Further information was requested but not received.